Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was underexpanded, however, it was also reported that the valve size was on the borderline for the patients annulus, so most likely this issue of underexpansion was more likely due to a user issue in which the valve was not the correct size for the patients anatomy. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available, however, the user sizing issue most likely played a role in the pvl, however without angiographic records for review, we cant say conclusively. In this event, a bav was performed to post dilate the valve. The IFU states that, in the case that the frame is not fully expanded, a bav may be performed to resolve/treat the issue, as was the case in this event. A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the dcs. In this case it was reported that the deflated balloon catheter wasn't being watched and when it was removed, it ended up dislodging the valve. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was reported the patient¿s annulus was borderline for a 29.34 millimeter (mm) valve. The 29mm valve was deployed and was noted to be under-expanded at a depth of 5 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc) and moderate paravalvular leak (pvl) was observed. Post-implant of the valve, a 26mm non-medtronic balloon aortic valvuloplasty (bav) was performed to dilate the valve and the deflated balloon was left across the annulus while an echo was performed. The balloon was removed without watching on fluoroscopy and caused the valve to dislodge from the annulus into the ascending aorta. A second valve was implanted successfully. No additional adverse patient effects were reported.